Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complication".

Event description:
Clinical study. It was reported that 247 days following a percutaneous carotid artery intervention stenting treatment procedure that the pt returned with in-stent restenosis. The index procedure treated the 90% stenosed 5.5x10mm target lesion located in the proximal left internal carotid artery. Two filterwire ez devices were used. The tip of the first filterwire ez device used during the index procedure was noted per the physician to be bent at the visual field. The filterwire ez was inserted without the peel away sheath, which could be why the tip was bent. A second filterwire ez device was deployed successfully and a 4-9x30mm nexstent was placed. Both filterwire devices were retrieved successfully. Following post dilation with an unspecified device the residual stenosis was 0%. One day following the index procedure the pt was discharged with a nih stroke value of 0. About 247 days post the index procedure the pt returned for a scheduled 12 month follow up visit. The pt was asymptomatic, per the follow up ultrasound, a 59% in stent restenosis of the target lesion was revealed. On day 266 the pt underwent a carotid stenting reintervention procedure. The event was resolved without residual effect and the pt was discharged the next day. Per the physician, the event relation to the filterwire ez and nexstent was listed as "unrelated".